Event description:
It was reported that after being stored in a brassiere during yard work, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose.